Event description:
On (B)(6) 2020, the patient had a revision right total knee, both components, to address failed right total knee. The indications for surgery included increasing varus deformity and pain with ambulation. Preoperative radiograph were noted to be consistent with tibial subsidence and loosening. During the procedure it was noted that the tibial tray had subsided and was grossly loose, no interface provided. The femoral component was revised, though it was noted to be well fixed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (birth date), b5, b7 and d4 (expiration date) . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6), study: (B)(6). Clinical notification received for revision of right total knee arthroplasty, to address aseptic loosening of the tibial tray and femur, pain, and stiffness. Date of implantation: (B)(6) 2011. Date of revision: (B)(6) 2020. (Right knee). Treatment: revision of tibial tray, femur, and tibial insert. Product details: catalog: 3122040, lot: 3249524, description: smart set mv bone cement 40g. Catalog: 3122040, lot: 3249524, description: smart set mv bone cement 40g. Catalog: 129411030, lot: 3116672, description: lcs complete rp post/stab flexion fem cemented med rt. Catalog: 129433120, lot: 3155830, description: mbt cemented keel sz 2. Catalog: 129409430, lot: 3254175, description: lcs complete patella low profile 3 pegged cemented med. Catalog: 129416310, lot: cw9ds4000, description: lcs complete rps insert med 10mm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed.